Event description:
It was reported the entire system was explanted on (B)(6) 2014, without replacement due to an infection. The patient outcome was resolved without sequelae on (B)(6) 2014. It was noted the event was related to the device or therapy and unrelated to the implant procedure. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).